Event description:
(Volumetric diffusive respiration) bronchotron was used for a pre-(extracorporeal membrane oxygenation) patient. During initial set up the settings read appropriately at 36/14. The bronchotron worked fine before placing onto patient. After placing it on the patient, the settings were not reading appropriately. Settings were adjusted minimally during cannulation and minimal settings were used after cannulation. Bench testing done when transport was complete. Patient remained stable during cannulation and saturations improved from 74% to 98% with the addition on epoprostenol and the (volumetric diffusive respiration). Upon returning to (B)(6) a CT scan was done and it was noted that the patient had a large pneumo. This could have been from cannulation or from the (volumetric diffusive respiration). Very unclear which is the cause.